Manufacturer narrative:
The hillrom technical support representative performed troubleshooting over the phone with the account regarding the lifts emergency stop not working to shut down the functions of the lift. Per hillrom's periodic inspection for the viking m lift (3en371001 rev. 4) section 10 instructs: press the emergency stop button. With the emergency stop button in, verify the lift does not operate with the hand control buttons. Turn the red emergency button in the direction of the arrows. Verify the button releases from the locked position into the raised, open position. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. Hillrom provided the account with a new controller box to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account the emergency stop was not working to shut down the functions of the lift. The lift was located in the show room of the account . There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).